Event description:
Per pt, new pump that was sent does not pump medication and nurse had to infuse patient manually during the last infusion on (B)(6) 2022. Patient did not miss infusion due to malfunctioning pump. Infused cerezyme 2400 units via gravity. Product fault did not occur while in use with the patient. The product issue did not cause or contribute to patient or clinical injury. The pump has not been sent back yet. Infusion is not life-sustaining. No further information provided. Reported to (B)(6) by pt/caregiver.